Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The customer states that they received alarm on pump. The customer states the pump just went off. The customer states the buttons were also unresponsive. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display on full segment display due to faulty component on the interface board. After replacing faulty component the insulin pump was monitored and no a13 alarms noted and all buttons responded properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.